Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 16761802, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg site was still infected (MFR report #: 3006630150-2016-00802). The patient underwent an explant procedure of the leads and clik anchor. No device malfunction was suspected.